Manufacturer narrative:
Product analysis: analysis was able to confirm that an error code occurred upon start up of the external pulse generator (epg). Analysis also noted that multiple error codes had occurred, the main circuit board was out of electrical specification, the main seal was broken, the display wire was pinched with the wire insulation exposed, the battery drawer needed a shorting bar, and the battery drawer and lower case were stuck after reassembly. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.